Event description:
The patient¿s device system was removed in (B)(6) 2009. There were no issues with the devices. During the procedure, the physician ¿pulled the catheter out and put a hold in my spinal cord¿. Another physician found it and put a shunt in her; ¿he saved her life¿. The patient still had the shunt. The patient had no symptoms related to the event. The situation was resolved. The patient could not have a pump again. She stated that ¿she loved her pump and wishes she could have it¿. The device system delivered fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: catheter. Product ID 8578, lot# n175965001, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: accessory. (B)(4).